Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Thrombosis and death are listed in the promus everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The other promus rx device referenced is filed under separate medwatch report. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent a procedure in the proximal-mid right coronary artery to treat stable angina. After pre-dilatation 3.5 x 23 mm promus stent and a 3.5 x 14 mm non-abbott stent were implanted at 14 atmosphere (atm) and post-dilatation at 12 atm. In the distal right coronary, a 3.5 x 15 mm promus stent was implanted at 14 atm without pre and post-dilatation. The stents were confirmed to be well apposed to the vessel wall by intravascular ultrasound (ivus). On (B)(6) 2012, no issue was noted in the patient condition and the patient was discharged from the hospital. The hospital was notified that the patient died from the patient's regular physician. The date of death was (B)(6) 2015. Reportedly, the patient's death was suspected to be caused by very late in-stent thrombosis. No additional information was provided.